Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server. A technical support specialist dialed into the station, the device confirmed the configuration and flagged and was able to run a successful report from the es server and found data, and the device began communicating. The system functioned as intended after the technical support specialist troubleshot the device. E.1: other occupation: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es device was not able to communicating with the server. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.